Event description:
The patient called alleging that the meter was set to the incorrect unit of measurement. Meter was previously set to the correct unit of measurement. The patient did not recently change the unit of measurement. The patient made an appointment with their physician to discuss the pain in their leg and was treated. No information on what type of treatment they received. Customer service sent the patient a replacement meter. Based on the information provided, this case is being reported as a malfunction, since the unit of measurement changed without the patient's knowledge.